Event description:
It was reported that noise was observed on the lead due to twiddler's syndrome. An x-ray confirmed that the patient had manipulated the lead. It was later reported that the lead remains implanted as the case was clinically resolved by repositioning the lead.